Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy 1 pump was returned for analysis. Visual inspection performed, and product found with damage lens. Event history log review was performed and found evidence of reported problem. Visual inspection and functional checking were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found displaying "double beeping" message after power up when batteries were inserted. Further investigation found fluid ingressions on pump by the chassis base of the occlusion sensors. The pump downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep with no cassette and had damage lens. No patient involvement reported.